Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion located in the distal right coronary artery that was mildly calcified, moderately tortuous and 100% stenosed. The nc trek balloon dilatation catheter (bdc) was advanced to the lesion and during the first inflation at 8 atmospheres (atm), ruptured. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. The procedure was completed with a non-abbott device. No additional information was provided.